Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the touchscreen was completely cracked and one piece of glass was missing from the screen. The programmer could not be used in this condition to reproduce the event. It was also noted that the microphone in the bezel failed during the final functional test. As a result the touchscreen was replaced and the microphone was replaced. (B)(4).

Event description:
It was reported that the programmer pen stopped working. The pen was replaced and worked initially then stopped working again, a pen port issue was suspected. The programmer was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4)